Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for peritonitis manifested by cloudy pd effluent. The patient was treated with vancomycin (1.5 g, ip, once) and rocephine (ceftriaxone) (1g, once, route not reported). The patient recovered.

Manufacturer narrative:
(B)(4). On an unreported day, the patient was diagnosed with sterile peritonitis, eosinophilic peritonitis. The day after the onset of peritonitis, the patient was treated with vancomycine 2g instead of 1.5 g as previously reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.